Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has intermittent audible alarm in the coronary room. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit without detecting this alarm. However, when fse put the pim back, it was incorrectly installed and caused the power management board, solenoid board and the pim to malfunction. The fse changed these three elements and everything worked. Equipment tested according to the manufacturer's protocol and operational. The failure analysis and testing dept. Received the patient interface module, power management, solenoid control. These parts were received with a reported unit failure of intermittent alarming sound. The failure analysis and testing dept. Performed a visual inspection and found patient interface module, power management to be in good condition. Pcb, solenoid control has a shorted component q7. Due to the shorting of q7 the fat dept. Cannot test this board any further. The failure analysis and testing dept. Installed pcb, power management into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The fat dept. Could not replicate the complaint of an intermittent alarming sound. The board passed testing. The failure analysis and testing dept. Installed pcb, power management, into the cardiosave test fixture. The fat dept. Turned in the cardiosave test fixture and the power management board shorted out. The pim is defective and caused a short on the test fixture power management board. The pim failed testing.the pim is the cause of the solenoid control board to short. Sent the solenoid control board to the supplier per procedure. Retained the pim and power management board in the fat dept. Per procedure. Failure analysis received from the supplier for the part and stated the part has a burned q7. Root cause for this part is the q7 component. Retained the part in the failure analysis and testing department per procedure. The most probable root cause for the reported is failure of solenoid control board due to faulty component and pim due to component reliability.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3.

Event description:
N/a.